Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer treated herself with insulin, but her blood glucose would not lower. The customer's blood glucose was 420 mg/dl. The customer expressed feeling nerve pain as a symptom related to her high blood glucose. The customer treated her high blood glucose with insulin pump therapy. The customer explained that she had severe gastroparesis and that sometimes her food would not digest for a long time. The customer subsequently changed the infusion set after the high blood glucose levels. Per troubleshooting, the customer stated the cannula was straight and requested a replacement insulin pump. The customer was advised the insulin pump would be replaced. The customer agreed to return the insulin pump for analysis. The customer reverted to a back-up plan until the replacement insulin pump arrived.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.